Event description:
Reporter alleged that the expiration date on the vial of strips is 8/31/05. MFR's records show expiration date is 8/31/03. Both dates show that the product is expired. No injury was alleged. Product was not available for return. It is unk if the integrity of the label was compromised.

Manufacturer narrative:
Customer no longer has device. Device not able to be returned to the MFR.